Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a tower door that failed to open and was not detected on bus. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height (fh) drawer 6 failed and was not detected on the bus. A field service engineer found that the full height drawer rail failed and was stuck in the back of the drawer, removed metal piece from drawer, replaced rails and tested functionality in diagnostics to resolve the issue. The system functioned as intended after the field service engineer repaired the device.